Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the "ok" button is intermittently responsive. The reporter indicated that this has been occurring for the past few weeks and has gotten gradually worse. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 12/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, all of the keypad buttons responded intermittently. There was no evidence of physical damage to the keypad. The keypad cover was removed and contamination was observed under all contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.